Event description:
It was reported that: "the rep discovered in the operating room that this instrument wasn't functioning correctly.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other device listed in this report: cat # 1601-1600, lot # b3wdk, description: rejuvenate stem inserter.